Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On october 3, 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio2 meter was prompting an unknown error message. The complaint was classified based on the customer service representative (csr) documentation. The patient originally reported that she obtained unknown error messages in (B)(6) 2016. During the recent call, the patient alleged that the same issue has continued to occur. She claimed that the issue happened because of ¿statically charged strips¿. The patient was unable or unwilling to say whether she developed any symptoms or received any treatment as a result of the alleged issue. At the time of troubleshooting, the patient was unable or unwilling to walk through a retest. The csr asked the patient to call again and to provide more information regarding the unknown error messages (error number) so lfs know exactly what the issue is and can help accordingly. The patient¿s meter and test strips were requested back for investigation and replacement products were sent to the patient. Based on the information provided there is no indication that the alleged product issue caused or contributed to an adverse event, i.e. The patient did not develop symptoms of severe hypoglycemia or hyperglycemia nor receive medical intervention for either of these conditions after obtaining the alleged error messages. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.